Manufacturer narrative:
H6: imdrf device code a0501 captures the reportable event of suture detached. Imdrf device code a050501 captures the reportable event of bands unable to deploy. H11: (additional information). A1 (patient identifier), a2 (date of birth), b5, e1 (initial reporter address 1, initial reporter city, and initial reporter zip/post code) have been updated based on the additional information received on may 8, 2025.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the gastric fundus during a gastric fundus variceal ligation procedure performed on (B)(6) 2025. During the procedure, the physician inserted the endoscope and reached the lesion site. After attaching the ligating device, the thread came out when performing the ligation, but the band did not activate. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was indicated that the procedure was a gastric fundus variceal ligation. However, according to the instructions for use (IFU), the speedband superview super 7 device is not intended for ligation of esophageal varices below the gastroesophageal junction. Additional information was received on may 8, 2025: it was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of suture detached. Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the gastric fundus during a gastric fundus variceal ligation procedure performed on (B)(6), 2025. During the procedure, the physician inserted the endoscope and reached the lesion site. After attaching the ligating device, the thread came out when performing the ligation, but the band did not activate. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was indicated that the procedure was a gastric fundus variceal ligation. However, according to the instructions for use (IFU), the speedband superview super 7 device is not intended for ligation of esophageal varices below the gastroesophageal junction.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of suture detached. Imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: (additional information): blocks a1 (patient identifier), a2 (date of birth), b5, e1 (initial reporter address 1, initial reporter city, and initial reporter zip/post code) have been updated based on the additional information received on may 8, 2025. Block a1 (patient identifier) has been corrected. Block h11: investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with four bands attached to it, two of them overlapped and were broken. In addition, two ligator housing teeth were bent. The handle and suture were not returned. No other problems with the device were noted. The reported event of bands unable to deploy and device misuse were confirmed. This failure may be related to the technique used by the physician, which likely caused two of the bands to become damaged and overlap due to the force applied from the handle while the bands were not deploying. The marks on the ligator housing teeth imply that the device might have been used with too much force, potentially causing the teeth to become damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, causing the teeth damage and also affecting the functionality of the handle when deploying the bands. The trip wire was most likely cut when taking the device out of the scope. The reported event of suture detachment could not be confirmed since the suture wire was not returned and without proper evaluation of this part, the most probable cause cannot be established. Additionally, it was noted that the procedure performed was a gastric fundus variceal ligation. A review of the labeling was conducted, and no evidence was found indicating that the device was used in a manner inconsistent with its labeled indications. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the gastric fundus during a gastric fundus variceal ligation procedure performed on (B)(6) 2025. During the procedure, the physician inserted the endoscope and reached the lesion site. After attaching the ligating device, the thread came out when performing the ligation, but the band did not activate. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was indicated that the procedure was a gastric fundus variceal ligation. However, according to the instructions for use (IFU), the speedband superview super 7 device is not intended for ligation of esophageal varices below the gastroesophageal junction. Additional information was received on may 8, 2025: it was noted that no difficulty was experienced upon setting up the device.